Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure line disconnect alarm frequently occurred. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. They removed the dew condensation in the proximal line but the alarm was not resolved. They replaced the circuit but the alarm was not resolved. Therefore, they replaced the unit with an alternative one possessed at the hospital. Further troubleshooting was performed and the reported phenomenon was not duplicated despite operation checking. As a result of inside checking, the proximal line tube inside the device was found to have cracked. There was a possibility that the reported phenomenon occurred because air leaked from the said crack and the device failed to measure the correct proximal pressure. The customer replaced the tubing kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporter phone number - (B)(6).